Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to moisture damage to the force sensor resistor. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a shifted and stained end cap sticker.

Event description:
It was reported that the customer had a prime rewind anomaly on the insulin pump. The customer's blood glucose level was uknown mg//dl.the patient stated that a33 alarm and insulin squirt out during manual prime. The customer was disconnected during prime. The customer was advised that we are sending the replacement of the insulin pump. The customer was asked verbally and in written form to return the broken insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.